Event description:
It was reported the high frequency electrosurgical unit device failed to power on. This issue occurred during preparation for use of a therapeutic electroresection of the prostate procedure. The patient was not under anesthesia and the procedure was finished with another device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. According to the error log the e433 error occurred 4 consecutive times. During the evaluation the device was turned on and off more than 20 times and did not result in an e433 error. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected field: h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a deviation in the power output was detected, likely caused by a defective generator board. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.